Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog #8699120, 510k # k981676 was cleaned in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a spinal procedure to implant posterior fixation at l2-s1. The fixation rod broke at l5-s1 post op. The revision surgery was performed approx a year post op to replace the rod and the screw, the fixation level was extended to the iliac. It was confirmed at the revision surgery that the fusion was complete at l2-l4, but l5-s1 did not fuse.